Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a broken off and missing handle and damaged bottom case. Event log history was performed and there was nothing in alarm history pertaining to customer's stated problem. During analysis, the reported problem was able to be duplicated. Impact was noted on the pump and was noted to be the cause of the reported issue. Service replaced damaged top and bottom case to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump had a broken handle, possible fractured internals. No adverse effects were reported.